Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported her adc freestyle libre sensor detached after 4 days of wear. The customer was running on (B)(6) 2019 when she fainted and noticed that the sensor had fallen off. A non-hcp individual at the park administered ¿oral sugar¿ for treatment and then the customer self-presented to the hospital where she was diagnosed with hypoglycemia and treated with glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported her adc freestyle libre sensor detached after 4 days of wear. The customer was running on (B)(6) 2019 when she fainted and noticed that the sensor had fallen off. A non-hcp individual at the park administered ¿oral sugar¿ for treatment and then the customer self-presented to the hospital where she was diagnosed with hypoglycemia and treated with glucagon injection. No further treatment was reported. There was no report of death or permanent injury associated with this event.